Event description:
The user facility reported to terumo cardiovascular systems: after 15 minutes on cardiopulmonary bypass, the flow began to decrease. The perfusionist kept increasing the pump rpm to reach the maximum rpm. The flow kept decreasing below 2 l/min. The perfusionist switched to hand crank with no change in flow. The perfusionist then changed out the centrifugal pump and started pumping with the hand crank. There was an increase in flow and in arterial pressure, and then was connected to a secondary pump motor. The improvement of flow was momentary. The perfusionist then proceeded to change out the oxygenator. Once the change out was completed, full flow was reestablished and the surgery was completed successfully. A 350 ml blood loss. Product was changed out. Surgery was completed successfully. This event was originally report as 1124841-2014-00159 - as the product code signified this event was with a 3cx*rx oxygenator (a product made by tcvs-md). A follow-up report to 1124841-2014-00159 shall be submitted detailing the duplicate nature of the complaint.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).